Manufacturer narrative:
Samples were provided for evaluation. Visual examination of the samples shows orange dye inside the barrel but not extending to or above the trigger. The orange stains inside the barrel do not infer leakage which may be interpreted as such due to color dispersion of the orange dye, but solution is contained within the glass ampoule. The area around the orange tinted pledget will tend to be reddish/orange due to the ultrasonic welding process of the foam tip unto the body/handle which disperses the orange dye in the pledget to proximity area. This type of red/orange dye is acceptable around the tinted orange pledget and on the back side of the foam tip but is considered a nonconformance when the orange dye extends throughout the barrel. During sterilization which uses vapor (water), when in contact with the dye, the orange color intensity is exaggerated. The orange color inside the package does not indicate the product has been activated, leaking, or is dirty (foreign matter). As a result, bd could not verify the reported issue at this time. The most probable root cause for orange dye around the orange tinted pledget is the equipment, process and/or material variability inherent to the process and design. No further action is required. This failure mode will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported packaging issues. It was clarified that black dots appear and small spots of chloraprep leaking out prior to opening per response email: it is the same issue. They are having black dots appear and small spots of chloraprep leaking out prior to opening. I have spoken to the customer many times about this. Per email: of the last 7 bx's of bd# 930815 we've received, we have had to remove 110 ea. From stock for the same packaging issues we were previously having. Breakdown by lot number below. Is bd going to look into this issue? Can you issue restock for the damaged product?

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported packaging issues. It was clarified that black dots appear and small spots of chloraprep leaking out prior to opening. Per response email: it is the same issue. They are having black dots appear and small spots of chloraprep leaking out prior to opening. I have spoken to the costumer many times about this per email: of the last 7 bx's of bd# 930815 we've received, we have had to remove 110 ea. From stock for the same packaging issues we were previously having. Breakdown by lot number below. Is bd going to look into this issue? Can you issue restock for the damaged product?